Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where it was reporting that during an infusion, solution leaked from the air vent. There was no concomitant drug and no concomitant device involved. There was no bleed back noted. That it was used for chemo but it is not a bio-hazard. There was patient involvement but no adverse event/patient harm and no delay in critical therapy. There wasn¿t unprotected chemo exposure in this event. There weren¿t patient and healthcare provider harm. The chemo spill was cleaned up per facility protocol by a spill kit.